Event description:
The day after the implant of the cardiac resynchronization therapy defibrillator (crt-d), the right ventricular (rv) lead exhibited high thresholds and high, undefined impedances. It was determined that the rv lead had moved in the header, possibly due to the crt-d set screw migrating. The lead was removed and re-inserted into the header. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).